Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb cable, charging pad and wall adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter, charging pad and usb cable. There was no reported adverse impact to the customer.